Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information requested but not available: when you refer to ¿clips¿ in the event, do you mean staples? Was this the donor or recipient? Where was the previous staple line? When was the issue identified? Was this a laparoscopic procedure converted to an open procedure due to the issue? How was the leak identified? Were clips used before or after the stapler firing? Was there any issue with closing or firing of the stapler? Were there any issues with staple formation in initial procedure? Was the vessel fully behind the cut line of jaw before firing? Was there any issue with the renal vein? What is the current patient status? Was the surgeon trained on the use of the device by an ethicon sales representative?

Event description:
It was reported that after a kidney transplant procedure, bleeding in correspondence of previous clips applied above renal artery. It was necessary an open surgery, and sutured by using prolene.

Manufacturer narrative:
(B)(4). Additional information received: when you refer to clips in the event, do you mean staples? Staples. Was this the donor or recipient? Donor where was the previous staple line? No staple line. When was the issue identified? Immediately. Was this a laparoscopic procedure converted to an open procedure due to the issue? Yes. How was the leak identified? Acute bleeding. Were clips used before or after the stapler firing? Was there any issue with closing or firing of the stapler? No clip. Were there any issues with staple formation in initial procedure? None. Was the vessel fully behind the cut line of jaw before firing? Yes. Was there any issue with the renal vein? No. What is the current patient status? Good. Was the surgeon trained in the use of device by ethicon sales representative? Yes.